Event description:
It was reported that a thrombosis occurred. A left atrial appendage (laa) closure procedure was performed and a 27mm watchman laa closure device was successfully implanted without complications. The patient was put on warfarin and aspirin following device implantation and had a 45-day follow-up tee on (B)(6) 2020. At the follow-up tee, a thrombus was found on the device. No adverse events were reported to have occurred related to the device thrombus. The patient will remain on warfarin for an extended period of time and a follow-up tee will be performed at a later date.